Manufacturer narrative:
The lot number for the device was returned; therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation. The investigation is confirmed for break. The definitive root cause for the reported event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model va80124 pta balloon dilatation catheter allegedly experienced crack and break. This information was received from one source. There was no patient involvement as there was no patient contact.